Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011, a (B)(6) female patient's husband contacted zoll customer support to report that the patient is a diabetic and has a recurring fungal infection on her chest near where the lifevest rests which has been flaring up. The patient's physician prescribed anti-fungal cream. There was no additional follow-up on the condition of the irritated area.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.